Manufacturer narrative:
The calibration data was acceptable. The qc data was passing. Further hardware and reagent related issues can be excluded. The liquid flow cleaning was last performed on (B)(6)2019, which is outside of specifications. The alarm trace has no relevant alarms during the time the sample was pipetted. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(4).

Event description:
The initial reporter complained of questionable elecsys pth immunoassay results for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial pth result was 3.64 pmol/l. The repeat pth results were 41.11 pmol/l and 41.65 pmol/l. No questioned results were reported outside of the laboratory. The pth reagent lot number was 40110001 with an expiration date of 31-aug-2020.